Event description:
It was reported the device had a check clutch/plunger lever. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals intact and the right plunge case was cracked. No damage on top case. Bottom case is cracked by l-bracket screws. Pump would not power on because of contamination on the main board. Customer stated problems could not be verified, pump would not power on. . Customer's stated problem could not be verified or confirm due to the damage caused by the fluid ingression, which was caused by the custom's improperly clean of the device or introduction of large amount of fluid to the pump's surface. The manufacturer replaced position for possible cause, noticed contamination.